Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. During investigation, installed mvs server in imaging system and the system readied as expected. 2d and 3d imaging, as well as store and recall were successful while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Preliminary log analysis was able to confirm the reported issue. The representative then replaced the viewing station of the imaging system computer to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect viewing station of the imaging system computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, a frame rate error appeared on the imaging system. No additional information was provided. There was no patient present when this issue was identified.